Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient reports pain as an eight on a ten-point scale. No flexion contracture. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint has been confirmed by the medical records. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - stem.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2024-00033 0001822565-2024-00524 0001822565-2024-00525 0001822565-2024-00526 0001822565-2024-00527 0001822565-2024-00528 d10-medical product articular surface fixed bearing (cps) right 16 mm height item# 42522600516 lot# 65048304 femur cemented plus right size 7+ item# 42504606212 lot# 65092687 stem extension tapered cemented 14 mm diameter +75 mm length item# 42560007514 lot# 64911556 femoral distal augment cemented size 7, 7+ 10 mm thickness item# 42556606210 lot# 65042258 femoral distal augment cemented size 7, 7+ 10 mm thickness item# 42556606210 lot# 65042258 tibia fixed cemented right size d item# 42542006702 lot# 65114284 series a asymmetric pat 34x8.5 item# 184793 lot# 802020 refobacin bc r 1x40 us item# 110034355 lot# k0205z49aa qty 3 h3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing significant pain and was given a genicular block and hinged knee brace approximately seventeen months post implantation. There is no additional information available.